Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled: "analysis of bearing wear, whole blood and synovial fluid metal ion concentrations and histopathological findings in patients with failed asr hip resurfacings", lari lehtovirta, et. Al, published in lehtovirta et al. Bmc musculoskeletal disorders (2017) 18: 523, doi 10.1186/s12891-017-1894-5, reviewed by clinician for MDR reportability. The study reviewed 85 asr resurfacing hips, determining that there was demonstrated metal bearing wear of both components. Bearing wear volume correlated with blood metal ion levels and the degree of necrosis and macrophage infiltration in periprosthetic tissues suggesting a dose-response relationship. Patients revised did not have infections, nor were there reports of implant loosening or periprosthetic fractures. Patients demonstrated adverse reaction to metal debris (armd), necrosis, synovitis, inflammation, and implant bearing wear: metal. This report addresses 85 instances of the unknown hip acetabular cup product, the asr resurfacing acetabular cup.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.